Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the battery failed. The device was in use at the time of the event; however, there was no patient harm.the event date was not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17oct2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The battery was replaced to address the finding.